Event description:
It was reported that the patient presented to the hospital for cerebral infarction. Electrocardiogram (ECG) revealed patient had arrhythmia. Implantable pulse generator (ipg) program check was performed, however, physician could not adjust the parameters for they did not have manufacturer device. The patient was hospitalized for device check. The ipg remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)